Event description:
A customer reported an issue with his renewed pump, received through the va, as he believed the cartridges did not fit properly. Technical support noted that the cartridge was not fully snapping into the pump, but upon inspection, there was no housing damage or debris causing the issue. The customer attempted to reload the original cartridge without success. However, a new empty cartridge was inserted and snapped in fully. The customer chose to load the insulin into the new cartridge on his own and planned to call back if further assistance was needed. There was no reported impact to the customer¿s blood glucose level.